Manufacturer narrative:
Analysis of the lead, lot # va0r48z035, found no anomaly.

Event description:
Additional information received reported that the multi-lead trialing cable was defective.

Event description:
It was reported that no stimulation was felt with the trial lead. The manufacturing representative was confident that it was the multi-lead trialing cable (mltc), so he opened the 2nd mltc to try with the trial lead and stimulation still could not be felt. A new trial lead was implanted and the issue resolved. The patient received stimulation but ¿failed¿ the trial and did not go onto permanent implant. The trial lead was ¿defective.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 3555-31, lot# n508693, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).